Event description:
It was reported that this system with a right ventricular (rv) lead and a cardiac resynchronization therapy defibrillator (crt-d) recorded episodes with over sensed noisy signals with high, out of range (oor) pacing impedances that have been increasing and decreasing since the first time they went oor. Also some under sensing was observed. There was also a non sustained ventricular tachycardia event that shows noisy signals with more than two seconds pacing inhibition. Various reprogramming options were discussed. The rv lead was identified to be fully fractured but remains in service as the patient was occluded, therefore it was not possible to explant or implant any new lead. The system remains in service and has been reprogramed. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.